Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported failure (pressure cannot be retained) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported failure could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been made to d8 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were no error messages displayed due to the device failure. The incident did not cause a delay in the scheduled procedure. The procedure was completed with another device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator was not holding pressure. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.